Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2026, the patient's receiver was 54 mg/dl but she did not feel any symptoms. She checked a bg and it was 575 mg/dl. She called paramedics. There was no mention on paramedics checking a bg when they arrived but they treated the patient with IV fluids and transported her to the hospital. The patient was in the ICU and "on the verge" of dka. She could not recall treatments or medications provided at the hospital she was there for 2 weeks before being discharged. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.